Event description:
It was reported that this right ventricular (rv) lead exhibited multiple high out of range shock impedance measurements of greater than 120 ohms. The high values were thought to be due to fibrosis. No changes were made and the rv lead remains in service. No adverse patient effects were reported.